Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection on the plug assembly. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values while wearing the adc freestyle libre 2 sensor compared to a competitor¿s brand meter. On (B)(6) 2021, the customer would not respond to anything, was incoherent, was sweating, and felt "crammy." Emergency services were called and a blood glucose of 21 mg/dl was obtained on the hcp meter and provided the customer with IV glucose for the treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.